Event description:
During a demonstration of the proper method of administering of adenosine (baxter) syringe 6mg/2ml, which was purchased as a replacement prod, since the usual item that we stock was backordered. The adenosine syringe was connected to a clave adapter with 7" extension set (abbott/hospira catalog # z221201) and when attempting to push the plunger of the adenosine syringe, the drug would not flow through the clave adapter and out through the extension set. There appears to be an incompatibility issue between this adenosine syringe and the clave adapter. I am concerned that in an emergency situation that the drug would not be administered and could lead to pt harm and or death. Not being familiar with the baxter prefilled syringe line, I am also concerned that the syringe that the adenosine is packaged in may also be used for other baxter prefilled products. I have not notified either of the manufactures involved.